Manufacturer narrative:
Product history review: the device lot met all pre-release specifications. The primary reported complaint could not be independently confirmed because there were no items returned for evaluation. The cause for the complaint could not be established with the available information. The risk management file for the vbx device was reviewed and determined to be accurate and complete. No update is required. No potential new or different reasonably foreseeable risks related to the device or its use were identified based on this incident. Ongoing risk/benefit assessment affirms risk acceptability based on current performance. No corrective measures are needed as a result of this incident. Gore will continue to monitor post-market data closely to ensure that the risk assessment remains accurate.

Manufacturer narrative:
H3: device was not received and evaluated as it was lost during transit. H6: medical device problem codes updated.

Manufacturer narrative:
C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024 during a endovascular procedure, the physician attempted to use two gore® viabahn® vbx balloon expandable endoprosthesis (vbx) devices, but unfortunately they didn't go through a 7f lock (as described on the package). Both vbx devices came of the during maneuvering inside the sheath (7f fortress introducer sheath in 90 cm from biotronik). First vbx device (8/59mm - ref: bxa085902e lot: 28114223) could not be advanced through a 7f lock at all. Second vbx device (6/79mm - ref: bxa067902e lot: 27276359) could only be partially pushed forward in a 7f sheath, but was then recovered again because too much pressure would have had to be applied.